Event description:
Reporter alleged blood glucose measured 302 mg/dl back to back with a result of 101 mg/dl, when testing was performed < 3 mins apart. Customer stated as a result of the comparison, witholding food intake, however, no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.